Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation and was inflated twice at 12 atmospheres and 14 atmospheres for 10 seconds respectively. However, during the third inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.